Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the surgery, the suture was broken easily. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify unk. Could you kindly provide the lot number, please? Unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.